Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). This is the same patient as cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set had a ¿small strand of fiber¿ floating in the drip chamber of the device. This occurred during patient infusion of an unspecified solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available